Event description:
Fibers are breaking off and being left behind-vagina [foreign body in reproductive tract]. Upon removal there is significant fraying/separation on the end of the tampon. [Complication of device removal]. Fraying/separation on the end of the tampon [device breakage]. Cause was traced to design [product design issue]. Case description: consumer reported via email that the (super +) tampons are fraying and separating; believes that some fibers are breaking off and being left behind. No serious injury was reported. (B)(6) 2021: investigation results - cause was traced to design. Action plan is in place.

Event description:
Fibers are breaking off and being left behind-vagina [foreign body in reproductive tract]. Upon removal there is significant fraying/separation on the end of the tampon [complication of device removal]. Fraying/separation on the end of the tampon [device breakage]. Cause was traced to design [manufacturing issue]. Consumer reported via email that the (super +) tampons are fraying and separating; believes that some fibers are breaking off and being left behind. No serious injury was reported. A product investigation is in progress.